Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during a procedure on (B)(6) 2021, the expedium lateral reducer broke during normal use. Different instrument was used to complete the procedure. The procedure was successfully completed without any surgical delay. No patient consequences reported. This report is for one (1) expedium spine system lateral approximator handles 6.35 220mm this is report 1 of 1 for complaint (B)(4).